Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a compromised force sensor system alarm on their insulin pump. The customer also stated their insulin pump performed a self-test, then turned off. It was found the customer's insulin pump was able to restart and prompted the customer to rewind their insulin pump. Customer's blood glucose was 122 mg/dl. The customer also reported their drive support cap was detached from the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump was received with a cracked case at the end cap, display window corners and battery tube threads, minor scratches on the lcd window, and broken reservoir tube lip. Unable to perform the basic occlusion , prime, occlusion or excessive no delivery tests due to physical damage to end cap.